Manufacturer narrative:
Submission date of this report: 1/12/1998. Broken tube guide. Tubeguide broken at left steel post but in place. 54a- excessive product on 1 of 4 rotor rollers - will not spin 11 - motor will not turn. Pump will be run for 1 hour at 60 ml/hr motor will not turn. Analysis report requested. See attached findings. Pump can not be delivery tested due to motor failure. Motor failure, due to electro-mechanical failure. No other defects were noted.

Event description:
The pt was being fed using a pump. The caregiver put 2 cans of an enteral feeding solution into the feeding container and left the room. When the caregiver returned the feeding container was empty. Following the event, the pt's stomach swelled up and bleeding was noted around the gastrostomy tube stoma site. There was no illness, injury or medical intervention resulting from the event. One pt involved.